Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: only one of the valves allows for nurses to flush the IV. Both valves should work and only one does. A nurse checked 3 of this item, out of the 3 only 1 smartsite extension set had both valves allowing for flushing. Sporatic on which work and which ones do not.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported that one of the valves are unable to flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 21119806 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Even though no sample/photo was received and failure could not be confirmed, CAPA# (B)(4) has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119806 regarding item #20159e.

Event description:
It was reported that at least 2 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: only one of the valves allows for nurses to flush the IV. Both valves should work and only one does. A nurse checked 3 of this item, out of the 3 only 1 smartsite extension set had both valves allowing for flushing. Sporatic on which work and which ones do not.